Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2014. This device has not been explanted. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional manufacturer narrative: h3: investigation results: there is no indication that the devices malfunctioned. The reported device is a recalled device. The cause of the patient's condition as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no additional information available.